Event description:
During a remote follow-up, episodes of oversensing due to myopotentials and decreased sensing was observed on the right ventricular (rv) lead. A micro-dislodgement of the rv lead was suspected. Technical support was contacted and recommended reprogramming to resolve the oversensing. No intervention has been performed at this time. The patient was stable and will continue to be monitored.